Event description:
It was reported that the pump touch screen was cracked, shattered, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.